Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer was slow to boot and the stylus was not selecting correctly. Analysis was not able to confirm a glitchy printer. It was also indicated that the keyboard latch was broken. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to calibrate the stylus, had very slow operation, and had a "glitchy" printer. The programmer was returned for service. No patient complications have been reported as a result of this event.